Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient two different times with an unspecified juvéderm® product in the ¿ck2-3/soof, ck4, ck5 and anterior jawline.¿ sometime later, the patient ¿had two different complications: one is that the filler does not integrate, it is clumsy and hard and cannot be massaged out (this despite the fact that more than 2 months have passed since the first treatment, and a stasis of the blood vessels in the front jawline on the right side. Two blood vessels extending downward from the jawline are swollen.¿ the hcp has ¿dissolved filler in ck5 with good effect and ck4 on two different occasions with semi-good effect. The patient will follow up to check the status of the jawline and blood vessels after hcp has dissolved the filler. Symptoms are ongoing.